Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, there was difficulty connecting the disposable hand piece to the motor drive unit. Once connected, the unit was very noisy. The procedure was successfully completed with the same device with no adverse pt consequences. After the procedure, the handpiece was stuck and could not be removed. The hand piece had to be cut off of the motor drive unit.

Manufacturer narrative:
Date sent to the FDA: 08/22/2008. Damage to drive connector/coupling - conclusion: the actual device involved in this event was returned for eval. Visual inspection found a damaged drive connector and a morcellator broken off inside the cpc connector. The coupler was found to be defective which caused the disposable to get stuck. The unit was found to be dented due to an obvious impact and several pieces were broken. Customer abuse in suspected. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.